Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted a fresh 14-52 gray stylet was able to be fully inserted in the lead without resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, there were positioning difficulties with the right atrial (ra) lead and the helix could not be screwed into the atrium. A different ra lead was then attempted and positioning difficulties were encountered again. The stylet became stuck while advancing into the lead. The leads were not implanted and were replaced. No patient complications have been reported as a result of this event.